Event description:
The pt was treated for barrett's esophagus in 2005. Three weeks after the treatment the pt began developing difficulty swallowing. One month following treatment endoscopic eval identified a circumferential stricture of the treatment zone. The pt underwent two dilation sessions that improved his dysphagia. It is the treating physician's opinion that the pt's pre-existing history of ulceration and stricture formation of the esophagus secondary to reflux disease and barrett's esophagus requiring serial dilations over 23 years played a role in the post ablation stricture. This event is transient in nature, treatable and not life threatening to the pt. No device malfunction was reported for this device.

Event description:
Follow up with the physician on 3/14/2006 confirmed that the pt is doing fine. He was dilated several times locally and by 02/14/2006 he was swallowing well. The stricture was not totally gone but it is asymptomatic.